Manufacturer narrative:
Reported event: an event regarding difficulty entering the stereotactic boundary involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Device history review: a review of the DHR associated with rio 356 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding difficulty entering the stereotactic boundary. There was two other reported events for the listed catalog number ((B)(4)). Conclusion: the session and vp log data from the case were reviewed. An analysis of the probe check values, checkpoints values, rio registration values, bone preparation checkpoints values, crisis log, and patient setup was completed. A review of the crisis log showed multiple occurrences of the ¿monitored and base tracker moved too fast¿ error as well as the ¿warning lift mechanism¿ warning. Additionally, the crisis log shows that the arm engaged and disengaged in the stereotactics properly (burr enable and burr disable request). The data at this time shows all system verification values were within tolerance; the mako operated as expected. No system defect or malfunction is suspected. Furthermore, the user guide provides recommendations on how to improve alignment into the stereotactic boundary.

Event description:
The event occurred at (B)(6) medical center - mainland division. During the surgery, the robotic arm was able to assist in making the tibial resection. During the attempt to make the posterior condyle resection of the femur, the robot would not engage. After a few attempts to trouble shoot, the case was converted to a manual total knee arthroplasty. This delayed the surgery by ten minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The event occurred at (B)(6) regional medical center - (B)(6) division. During the surgery, the robotic arm was able to assist in making the tibial resection. During the attempt to make the posterior condyle resection of the femur, the robot would not engage. After a few attempts to trouble shoot, the case was converted to a manual total knee arthroplasty. This delayed the surgery by ten minutes.